Event description:
Received info stating that due to a ventilator malfunction pt was placed on a second ventilator. The pt was not harmed or injured as a result of the event. Eval of the device is not complete.